Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. Initially, the intervention was supposed to be a repositioning of receiver/stimulator; however, during surgery on (B)(6) 2025, the surgeon observed a crack in the silicone magnet pouch and the extra-cochlear ground silicone sleeve was broken, leading to a decision to explant the device. The patient was reimplanted with another cochlear device on the contralateral side during the same surgery. Additional information has been requested but has not been made available as of the date of this report.